Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on the down arrow button. The displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests were all unable to be performed due to no button response. The testing for the bolus anomaly, basal anomaly and daily total anomaly were all unable to be performed due to keypad anomaly. The insulin pump had scratches on the display window, cracked case at the display window corner near the upper right, lower left and lower rights corners, cracked reservoir tube lip and missing end cap sticker. There was no damage on the lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump and high blood glucose levels. Customer's blood glucose level was 450 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised they were unable to read the lcd display screen, there were scratches on the screen about a half inch in size. Customer was able to remove the reservoir and rewind the insulin pump. Troubleshooting for high blood glucose was performed. Customer advised they treated themselves via manual injections. Customer experienced nausea and fatigue as a result of high blood glucose levels.